Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of absence of insulin flow blocked from the insulin pump. The customer's blood glucose reading was 18.5 mmol/l when she woke up. Customer's blood glucose went down to 14.1 mmol/l. The pump alerted insulin flow blocked at 7 in the morning and customer was advised if basal rate is low, it takes longer for pump to feel the pressure before alerting. Customer will look for clamp and call back for high pressure test.